Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms during use, including cartridge alarm 34, and that a bolus delivery did not complete because the alarm recurred; pump had not been exposed to magnets and issue did not occur during the load process. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and ultimately customers pump was replaced.